Event description:
It was reported that the patient underwent a hip arthroplasty and was implanted with zimmer biomet products. The dual mobility bearing disassociated with the head after a closed reduction. The issue occurred due to the surgeon levering on the implant.

Manufacturer narrative:
(B)(4). D10: unknown bearing unknown. Unknown head unknown. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.